Event description:
It was reported that the patient had the inflatable penile prosthesis removed for unspecified reasons.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed for unspecified reasons. Corrected information indicated an artificial urinary sphincter was removed for unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation was unknown and could not be confirmed via product analysis. However, there was a leak in the cuff pillow at the fillet junction that was the result of fatigue at a fold. The balloon tested at 58.1 cmh2o. The original pressure of the balloon is not known. The control pump performed within specifications. No escalation to ncep, CAPA, or scar is required.